Event description:
The spetztler ultrasonic disposable barracuda tip broke off about 1/16 x 1/16 in size. The surgeon was made aware and efforts to find it was initiated. The tip was not found. X-ray completed at end of case to rule out foreign body. There was no harm to the patient and no retained foreign body. Stryker representative made aware of the event and she examined the device at the facility.